Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery because they experienced urine leakage. The previous aus was explanted prior to the reimplantation procedure. It is unknown if the explanted aus is being returned. The patient was reimplanted with a replacement aus consisting of a 4.5 cm cuff, pump, and balloon. The replacement aus functioned as designed, and was successfully implanted without any patient complications. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.